Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received from the reporter indicating, the reported issue occurred during preparation for use and event date was also provided. A review of the DHR found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The investigation was conducted by the provided information, the root cause of the reported issue could not be established. Based on the results of the investigation, it is likely that the following led to the malfunction: the defect of the image sensor unit or failure of internal board of the scope connector or the system caused the reported event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the curved rubber bond was cracked, cracking of the illumination lens was noted, the bending angle was insufficient, the play of the angle knob was out of the normal state due to the elongation of the angle wire, the watertightness of the up/down (u/d) knob was not maintained, the grip was not watertight, liquid leakage to the scope connector was noted, scratches were found on the scope connector, scratches on the insertion tube were noted, dirt that was difficult to remove is found on the objective lens, cloudiness was recognized in the image, scratches were found on the operation part, there was dirt on the operation part that is difficult to remove, scratches were found on the tip cover, scratches were found on the hardness adjustment ring, switch four was worn out, scratches were found on the switch box, scratches were noted on the operation unit cover, scratches were found on the right/left (r/l) knob, the forceps plug cap had been scraped off, scratches were found on the universal cord, scratches were found on the operation part side of the universal cord, scratches were noted on the scope connector side of the universal cord, scratches were noted on the light guide (lg) cover glass and there were scratches on the scope connector cover. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed error e315 indicating endoscope was not supported. There was no harm or user injury reported due to the event.